Manufacturer narrative:
(B)(4). We received one used (filled with approximately 10 ml) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. Statement: we received one used filled easypump ii lt 60-30-s without packaging. Sample contaminated with cytotoxic drug. Corrective measures regarding flow rate issues have been initiated and are documented under CAPA 001365. We assess this complaint to be not judgeable.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): no infusion or incomplete infusion. Drug: 5fu.